Event description:
It was reported that the clinical study patient experienced a fall and hit their head. Since then, the patient felt that their deep brain stimulation dbs system was not working properly. The patient had imaging done to confirm that the dbs system was ok. The patient had an increase in parkinsons disease symptoms including tremor and balance issues which resulted in the patient taking cd/ld medication to control the symptoms. The event resolved. The physician assessed the event to have a possible relationship to the device and stimulation.

Event description:
It was reported that the clinical study patient experienced a fall and hit their head. Since then, the patient felt that their deep brain stimulation dbs system was not working properly. The patient had imaging done to confirm that the dbs system was ok. The patient had an increase in parkinsons disease symptoms including tremor and balance issues which resulted in the patient taking cd/ld medication to control the symptoms. The event resolved. The physician assessed the event to have a possible relationship to the device and stimulation. Additional information was received that there were no adjustments made to the patient's medication.